Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6)2024, that on (B)(6)2024, the patient experienced a skin reaction. The sensor was inserted into the thigh on (B)(6)2024, which is off-label usage of the device. On (B)(6)2024, it was reported that the pediatric patient experienced a skin reaction with redness, infection and cellulitis extended beyond the patch perimeter, which occurred 2 days after the sensor had been inserted in the thigh. The parent took the patient to the urgent care due to infection and a large red circle on the insertion site and they were told to return to the emergency room the next day if it got larger. The patient went back to the ER on (B)(6)2024 as the reaction doubled in size. An oral antibiotic was prescribed at urgent care and the next day added stronger antibiotics (keflex and cephalosporin). The patient was in good condition at the time of report. No additional event or patient information is available.